Event description:
A pt was having issues in regards to re-charging their implanted device. The pt stated that it took hours to get the device to charge; and if she was able to charge it at all. It was noted that a company rep was only able to get 6 bars (never 8) to display. Following this, the device had then quickly reduced to 2 bars upon the pt leaving the company rep's office. A second attempt at recharging was tried and while using an alternate charging system, however these attempts were unsuccessful as the results were the same. A physician noted that the device was not implanted too deep. The pt later underwent a device replacement surgery. The pt had recovered from the surgery without sequela.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.